Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, significant reduction of irido-corneal angles and shallowing of the ac. The lens was explanted and replaced with a shorter length lens but this did not resolve the problem.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, shallowing of the ac. H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Correction: b5 - the surgeon also performed a surgical pi. This should have been included in previous medwatch report. Claim #: (B)(4).